Manufacturer narrative:
Unit was received with blank display and a constant watchdog alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify unexpected restart alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump alarmed unexpected restart. The insulin pump now will not turn on. Customer's blood glucose level was 147 mg/dl. The insulin pump had a blank display. The unexpected restart alarm was recurring during normal insulin pump use. The customer was using his backup insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.